Manufacturer narrative:
Software analysis (methodology: log analysis) was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacture date unknown at the time of filing. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when attempting to change and save view settings for one physician at the site, it changed the view settings on all the other surgeon profiles as well. The site rebooted the software and the issue did not resolve. There was no patient present.